Event description:
The customer reports that the portal dose image prediction (pdip) images have a problem with horizontal scale mis-match and that some images are flipped across the vertical axis when a comparison is done with the predicted image vs the measured image in the portal dosimetry workspace. The customer states that this has not happened before (they have been doing pdip for 2 months now) and thus the problem is intermittent. There was no report of serious injury as a result of this issue.

Manufacturer narrative:
The varian help desk investigation determined that the customer has created a pdip verification plan with the original planning field gantry angles, however, when he images the verification plan for qa, the customer sets the gantry angles for each field to zero (pointing down). The help desk requested to view a pdip plan that had worked properly to determine if the gantry angles had been set to zero for this plan; this would help varian determine whether the problem was truly intermittent or not, however the customer was too busy to provide a pdip plan and varian has not yet been able to verify the customers allegation. It is possible that, with the customers new process, the qa plans that did work properly were created and treated with the same gantry angles and thus these plans would not experience this problem. The varian help desk has advised the customer to recreate the verification plans with all fields pointing down (reset gantry during creation) and then re-qa this plan. Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.